Manufacturer narrative:
Continuation of d10: product ID: tm90t0, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that they are having problems getting the handset and communicator to charge. The patient said, they have tried numerous different charging cables, and the communicator seemed to be working but they had to sit there and hold the cable. The agent asked if there was damage to the cord or the ports and patient said they thought there must be something in the ports because if they wiggle the end piece not the wire but just holding the handpiece there then they can get it to work. During the call the patient was able to try different cords which did work during call. The agent sent request to repair for adaptor. The issue was not resolved through troubleshooting. An email was sent to the repair department.